Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier broken, which leaving a sharp edge. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was broken leaving a sharp edge. A field service engineer fse confirmed the glass covering the fingerprint scanner was not broken. A small piece of the clear gasket was protruding over the edge of the glass, likely from an unsuccessful prior removal attempt, giving the appearance of jagged glass. The fse removed the loose piece of rubber, eliminating the potential safety concern. The system functioned as intended after the field service engineer repaired the device.